Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain the patient¿s medical history included post laminectomy syndrome. On (B)(6) 2019 the patient reported that they developed an infection of the pump and catheter sites. There were no environmental, external or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the pump and catheter were explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.